Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported a patient underwent a surgery to explant the reunion s stem, humeral head and an anatomic glenoid due to a lot of pain and overstuffing of the joint. No additional information is available.